Event description:
Hospitalized due to miriad symptoms stemming from heart palpitations triggered from a newly dxd autoimmune disorder, hashimoto's thyroidism, and breast implants illness. Caused complete hair loss, weakness, fatigue, extreme weight gain, spiraling out of control until hosp visit in emergency due to low oxygen levels, pain, including above date pneumonia. Following the deflation of my right saline implant, I experienced pain in the right breast. Also noted are brain fog and inability to complete sentences and intolerance to heat and night sweats and unable to sleep although extremely exhausted. Lab results show many levels out of normal range including an extreme unexplainable amount of antibodies 10xs normal. Referred to a specialist for f/u. Dxd with 2 thyroid nodules over 2.5 cm. Biopsy inconclusive and now newly diagnosed as of (B)(6) 2018 swallowing disorder following a video study. After implants, hashimoto's thyroidism, headache, 70lb weight gain, complete hair loss, swallowing disorder, extreme exhaustion, brain fog, loss of words, had solid work history until I resigned because I was unable to remember how to do some tasks and haven't worked since 2014. Suffer now with severe anxiety, social phobia, and depression. Attempted suicide in 2014 having no prior history of this and my life is good other than my deteriorating health and the toxicity within me making me feel like a burden to society. I have no other reason to believe this is from anything else after finding others with the same symptoms and lifestyle changes and knowing we only share the same common thread being implants. Something needs to be done. I'm begging you. I have reached a point I can no longer afford to remove these toxic bags and it's to the point now where it's do or die. I'm slowly dying from these implants.